Manufacturer narrative:
It was reported on (B)(6) 2021 that home monitoring has reported multiple pacing impedance measurements out of range (below 200 ohms), resulting in bipolar lead failure. Lead currently remains implanted. No adverse patient events were reported. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the diagnostic image you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available x-ray images confirmed a peculiarity in the area of the clavicle as mentioned in the complaint text. A subclavian crush syndrome cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Multiple reports of bipolar pacing lead failure resulting in switch to unipolar. Isometric testing and pocket manipulation were not able to produce lead issues in office. Possible subclavian crush in flouro image. The lead remains implanted at this time.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the diagnostic image you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available x-ray images confirmed a peculiarity in the area of the clavicle as mentioned in the complaint text. A subclavian crush syndrome cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.